Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their aligners were too tight. They took a video as requested of the aligners on and off. When they took the aligners out part of their tooth broke. Patient also provided a letter of recommendation for their dentist. The letter states, it is recommended that the patient cease the aligners due to so much discomfort and advised them that standard orthodontic treatment is what the patient needs to have the movement needed in the mandibular area that the patient wants to accomplish. Patient has been referred to an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.